Event description:
It was reported that prior to an endovascular aneurysm repair (evar) procedure, suture placement was attempted in a femoral artery with a proglide device using the preclose technique. Reportedly, the needles did not deploy properly. The procedural sheath size used was 7f and upsized to 18f for the evar procedure. The evar procedure was completed. A surgical cut-down was performed and hemostasis was achieved. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician is reportedly trained in the use of the proglide device and is established in the preclose technique. No additional information was provided.

Manufacturer narrative:
(B)(4). Correction - device status changed from returning to not returning. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other incidents for failure to deploy reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Correction: device status changed from not returning to returned. Evaluation summary: the device was returned and the reported event of failure to deploy could not be confirmed as the device was returned in the pre-deployed position. A conclusive cause could not be determined for the reported failure to deploy. The treatment appears to be related to procedural circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.